Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the right hand corner of the top of pump. The customer states they cannot read the pump screen and the pump was not functioning as designed. The customer's blood glucose level at the time was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.